Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the bleeding from the introducer crack was not determined due to insufficient clinical details and no product returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp mechanical circulatory support device was placed in a 57-year-old male patient on (B)(6) 2025, for treatment of acute decompensated heart failure. On (B)(6) 2025, the patient was escalated to an impella 5.5 device as a bridge to a left ventricular assist device. The patient subsequently underwent left ventricular assist device implantation on (B)(6) 2025. On (B)(6) 2025, the clinical site was informed that the twenty-three french peel-away sheath had developed a crack and was leaking. A second impella 5.5 system box was opened, and the axillary insertion kit was used to complete the procedure. Complaint entered because site wants a replacement device.